Event description:
It was reported that the patient was experiencing slightly increased spasticity throughout their whole body. A critical pump alarm was occurring. Checking of the logs revealed multiple motor stalls. There was a motor stall with recovery in september that was MRI induced (pump stalled (B)(6) 2013 at 12:40 and recovered approximately 20 minutes later at 13:02) and then beginning on (B)(6) 2013 there were multiple motor stalls and recoveries recorded. The pump stalled a final time on (B)(6) 2013 and did not recover. The patient was given oral medication until the pump could be replaced. No cause for the motor stalls could be identified. The pump was replaced in late (B)(6) or early (B)(6). Following the pump replacement, the patient was ¿in good condition again, normal therapy with good outcome¿. The pump was delivering lioresal diluted with water for intrathecal use (1000 mcg/ml at 235.3 mcg/day).

Event description:
Additional information was received and it was reported that the lioresal was diluted with saline and not sterile water.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient has ms and severe spasticity. It was noted that the patient had no good effect with oral medication therefore the patient was implanted with a pump. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump motor feedthru anomaly and shorting across the insulator. There was moisture present after the inner cover was removed, corrosion was present on gear wheel three, corrosion and bridging was present across the ceramic insulation of m2¿s feedthru, and there was slight residue present in the pinion.